Event description:
It was reported that the device was explanted after an implant duration of approximately 28.83 months. No further details were provided.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the response received from the surgeon indicated that the device was not explanted due to a device malfunction but was explanted due to insufficiency of the native valve after an implant of approximately two years, 4 months.

Manufacturer narrative:
Additional manufacturer narrative: operative report was requested but not received. Surgeon indicated that the device is not available for return. There was no information provided. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, replacement of the native heart valve was due to insufficiency which most likely caused regurgitation and the explant was not related to product malfunction.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.